Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing for low oxygen flow. The device's inlet air path, air path foam, and flow path were replaced to address the issue. The device passed all testing.